Event description:
A report was received that the patient was having difficulty charging the ipg because it had rotated within the pocket. The ipg was repositioned. The rotation of the ipg was confirmed by x-ray prior to the procedure.